Manufacturer narrative:
Internal complaint reference: (B)(4). Additional information: d9 (is this device available for evaluation?); g3 (date received by manufacturer or responsible person); h3 (device evaluated by manufacturer?); h6 (component code, type of investigation, investigation findings, medical device problem code, and investigation conclusions); h11 (roi). H11: the associated device was returned and evaluated. The visual inspection revealed that the post is severely degraded with significant material not returned. The insertion/extraction slot on the inferior surface is degraded, and the lock detail is slightly deformed in several areas. Also, it is significantly worn and discolored. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed part number over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with material specifications, the quality and manufacture of ultra-high-molecular-weight polyethylene (uhmwpe) and 10 mrad cross-linked uhmwpe shall be controlled. These materials are used in the manufacture of surgical implants and instruments and can be considered a surgical grade. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient anatomy, abnormal loading of limb, excessive forces and/or injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that after tka surgery had been performed on an unknown date, the patient´s post on the ps insert, broke off. This adverse event was addressed by revision surgery on (B)(6) 2025, in which the lgn xlpe ps insert sz 7-8 11mm was exchanged. Patient's current health condition is unknown.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).